Event description:
It was reported the personal diabetes manager (pdm) alarmed and the patient was unable to reset the alarm to activate a new pod. The patient's blood glucose rose to 39 mmol/l (702 mg/dl) and did not have a backup method of insulin delivery, the patient went to the emergency room (ER) for treatment. Additional information regarding the ER visit was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.